Event description:
After primary implantation there was a subsidence of the stem a few days after the surgery (because the chosen stem size was too small), a femoral fracture occurred and it was treated with cerclages. This was not reported to us. Then the pt was ok for a while, but she recently came back to the hosp with pain and the reason was the loosening of the stem, that required a revision. MFR ref #3005180920-2014-00164.